Event description:
It was reported that bd general purpose syringe, 5ml, luer lock tip without safety was broken and would not retract. The following information was provided by the initial reporter: the needle was broken and would not retract.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd insyte¿ autoguard¿ shielded IV catheter was broken and would not retract. The following information was provided by the initial reporter: the needle was broken and would not retract. Medical device brand name: bd insyte¿ autoguard¿ shielded IV catheter medical device type: foz common device name: intravascular catheter investigation summary bd received a 20 gauge insyte autoguard device from lot 1236879 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was not fully retracted. Next, microscopic inspection found that the grip of the device was adhered to the needle hub preventing retraction. Based off the visual and microscopic inspection the engineer was able to verify the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was broken and would not retract. The following information was provided by the initial reporter: the needle was broken and would not retract.